Event description:
It was reported that a freestyle libre 3 plus sensor remained in pairing mode, and when the user attempted to scan it, a scan error occurred; after the agent instructed the user to toggle the sensor connection and restart both the phone and the ilet, the sensor successfully scanned and began warming up, consistent with an intermittent communication failure potentially involving the antenna or related electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability issue manifested as intermittent communication failure, with implicated components including the antenna and electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.